Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Information already on maude report: initial complaint description, catalog number, contact and establishment name. Correction to information from maude report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against maude report numbers 5061738 and 5061739. The only information contained in this report is correction or additional information. The screws that broke during the revision were not screws that had been implanted in a previous surgery, but rather new screws that broke as they were being implanted. It is unknown what manufactured product the patient was implanted with. It is also unknown if any of the hardware was removed during the procedure. Concomitant devices reported: unknown implant devices (part # unknown, lot #, unknown, quantity # unknown) this is report 2 of 2 for (B)(4).